Event description:
"Dr \[redacted]" was doing the procedure of concomitant transoral incisionless fundoplication, following surgeon after Robotic assisted hiatal hernia repair.The device that is used wires got stuck in and could not be removed, new device had to be opened to finish the case."